Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from not impacted to 123mg/dl. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula as they believed the occlusion was not due to a site issue since their bg levels were not impacted. Reportedly, the customer wears their pump against their skin leading to abrupt temperature changes to the pump when boluses are requested. Tandem technical support advised the customer to monitor their pump and offered to send the customer a case to prevent abrupt temperature changes to the pump.